Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that there were air bubbles in the reservoir. Customer had issues with air bubbles in reservoirs from different boxes and different lots. Customer's blood glucose was unknown. Reservoir would have air bubbles after the customer had already tapped out the air bubbles. After troubleshooting, customer was advised to call back if the problem persisted. Customer will not be returning the reservoir for analysis.